Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's seal plate was damaged. Pieces of the overmold were also found to be damaged and missing. The missing pieces were not returned. The analysis found that damage to the device¿s seal plate and overmold likely occurred due to misapplied pressure during cleaning, insertion, or extraction of the device jaw from the trocar instrument. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device had no energy delivery when sealing was attempted at the tip of the jaws but produced re-grasp alarm when sealing was attempted at the back of the jaws. It was reported that the device did not activate when keyed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatectomy, the device had an activation and seal issue wherein it did not activate when the surgeon clicked on the activation button. There were no alerts on the device such as re-grasp alarm and end tone even though it was recognized by the generator. There was also no evidence of energy delivery nor enough heat on the tip of the jaw. The surgeon was using the hand switch only and did not use the foot switch. Another device was used which worked successfully. Nothing broke and disengaged into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device's seal plate was damage. Pieces of the overmold was also found to be damaged and missing. The missing pieces were not returned.